Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 03-apr-2019. Additional information: concomitant medical products, if follow-up, what type, device evaluated by MFR, and evaluation codes. Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the balloon was received deployed. The shell was noted to be discolored, as it was green and blue in appearance. Yellow particles were noted on the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the anterior portion of the balloon shell. Under microscopic analysis, eleven openings were noted on the anterior portion of the shell. All openings on the anterior portion of the shell were noted to have striated edges, consistent with damage from a surgical tool. A small portion of the shell was noted to be missing from one of the openings on the anterior portion of the shell. Yellow particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon reported abdominal pain. The physician performed an endoscopy and confirmed a hyperinflated balloon. The device was removed and replaced.